Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that before lead insertion, the physician tested the helix movement and it was working properly. However, when the lead was attempted to be fixed in the tissue, the helix failed to extended even though 30 turns were rotated. The physician requested to exchange another lead and the procedure was done successfully. The attempted implant lead was later returned for analysis. No resulting adverse patient effects were reported.